Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value and cause were unknown. No actions take to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with the healthcare provider regarding bg level.